Event description:
During removal surgery for g3 long nail, the surgeon tried to remove the lag screw using lag screw driver. At this time, because the surgeon did not loosen the set screw, four pegs at the tip of lag screw driver broke. The surgeon requested another lag screw driver, used it after about 1 hour and a half, and completed the operation. The surgeon performed removal of other devices while waiting for the other lag screw driver. This took 1 hour and a half hours.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the lag screwdriver gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time(manufactured in 2006), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. All four pegs of the lag screwdriver received are completely broken off. Furthermore the tip of the inner rod is significantly bent. The broken off pegs and the deformed tip are a result of an inadequate usage. The appearance of the damage indicates that the lag screwdriver had been operated under high forces in untightening direction. The breakage surfaces show the typical structure of a forced, ductile fracture due to overload. In case of intended use such damage would not have occurred. The event description states that the surgeon did not removed the set screw before unscrewing the lag screw, which had led to the breakage of the pegs. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During removal surgery for g3 long nail, the surgeon tried to remove the lag screw using lag screw driver. At this time, because the surgeon did not loosen the set screw, four pegs at the tip of lag screw driver broke. The surgeon requested another lag screw driver, used it after about 1 hour and a half, and completed the operation. The surgeon performed removal of other devices while waiting for the other lag screw driver. This took 1 hour and a half hours.